Event description:
It was reported the patients blood glucose level rose to 490 mg/dl while wearing the pod between 24 and 36 hours. It was discovered that the patients pod was leaking. As treatment, the patient removed the pod and successfully activated a new pod.

Manufacturer narrative:
After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The soft cannula was found to bent. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when the cannula was damaged.

Manufacturer narrative:
After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The soft cannula was found to bent. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. It could not be determined when the cannula was damaged.

Event description:
It was reported the patients blood glucose level rose to 490 mg/dl while wearing the pod between 24 and 36 hours. It was discovered that the patients pod was leaking. As treatment, the patient removed the pod and successfully activated a new pod.